Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device exhibited low out of range shock impedance measurements, measuring less than 4 ohms, however measurements were stable at 50-60 ohms. Boston scientific representative will be further discussing with the physician. Technical services recommended pocket manipulation options. The patient was seen in the office, and the health care professional educated in regard to gaming equipment the patient used, which could have caused electromagnetic interference (emi). The ICD device remains in service. No additional patient adverse effects were reported.